Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and difficult to relocate the lead. Physician tried multiple time to reposition the lead. Device was replaced with a new boston scientific lead. Device was returned by boston scientific representative. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is created to add the following: this lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Conclusion code: "no problem detected".

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and difficult to relocate the lead. Physician tried multiple time to reposition the lead. Device was replaced with a new boston scientific lead. Device was returned by boston scientific representative. No additional adverse patient effects were reported.